Event description:
The manufacturer¿s international service technician encountered the occurrence of e/c 1102 primary alarm failure in the diagnostic log. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
During further investigation (fi), a visual inspection the cpu pcba revealed no signs of damage or contamination. The cpu board was installed in an fi test ventilator. The ventilator was started up in normal ventilation mode on ac with the battery disconnected without errors occurring. The ventilator was power cycled every 30 seconds at least 30 times during which time the cpu board was heated up to about 50c ¿ in particular the area that generates and monitors the speaker alarm (around u29, u34, u35, u38, u39, u55) without generating errors. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. The customer returned cpu board was installed in an fi test ventilator. The ventilator was started up in normal ventilation and power cycled 100 times. During power cycling the cpu board was heated up to about 50c. No errors occurred and no failure was found.